Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 403mg/dl. Customer states that they had blood glucose in the range of 300mg/dl on 1st insulin pump. Customer does not want to troubleshoot for high blood glucose. Insulin pump will not be return for analysis.